Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed with medical records provided. Review of the available records identified the following: elevated serum chromium and cobalt levels. Smaller fluid collection lateral to the right great trochanter can be tracked back to the posterior aspect of the pseudocapsule of the rt hip. Some subtle edema in right adductor muscles suggestive of mild muscle strain. Fluid collection next to rt great trochanter, deep, nonspecific postoperative fluid collection. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 04100; 0001825034 - 2019 - 04102.

Event description:
It was reported that bilateral patient underwent right total hip arthroplasty. Subsequently, patient is experiencing elevated metal ion levels approximately 9 years later. Patient reported that surgeon wants to revise when levels get higher. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
It was reported that bilateral patient underwent right total hip arthroplasty and subsequently underwent revision surgery due to elevated metal ion levels approximately 13 years later. Multiple mris to date show a small fluid collection. No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Additional information does not change the previous investigation.

Manufacturer narrative:
Concomitant medical products: mlry-hd lat por fmrl 14x175mm cat#11-104214 lot#251020, m2a 38mmx54mm cup cat#rd118854 lot#309220.

Event description:
It was reported that bilateral patient underwent right total hip arthroplasty and subsequently is experiencing elevated metal ion levels approximately 13 years later. Multiple mris to date show a small fluid collection. Patient reported that surgeon wants to revise when levels get higher, or if fluid collection enlarges. Attempts have been made and additional information is unavailable at this time.